Event description:
Boston scientific received a call from the patient's spouse stating the patient passed away approximately one month after having their system explanted due to an infection. The patient's spouse was unwilling to provide any further information regarding the infection and cause of death. The patient's clinic was contacted for additional information and confirmed the patient had vegetation on their leads. The leads were explanted using laser extraction and the pulse generator was removed. The clinic was not aware of the patient's death, but did note that the patient did not receive a replacement system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.